Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A site representative reported that, while in a spinal fusion case, during equipment set up, the navigation system could not see the imaging system trackers. The camera was manipulated around the room with no success. The camera was able to track the patient tracker. The site rebooted the navigation system 4 times during the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. The case was completed with a c arm and navigation.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be replicated. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced.

Manufacturer narrative:
Additional information: the procedure file was reported by the site to have been deleted.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the navigation device could not see the imaging device trackers. The site had manipulated the camera all around the room with no success. Camera was able to track patient tracker. Patient demographic information was unobtainable as the site had deleted the procedure file. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome.